Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump vibration of the pump disappeared. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit failed to vibrate during self-test due to vibrator motor connector broken black wire. No audio/beeping anomaly noted. However, unit passed displacement test. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad assembly noted during visual inspection. Unit had scratched case, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker. Unit failed no vibrate due to vibrator motor connector broken black wire confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.